Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: mach 1 fl4, stent: promus element 2.5x20. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and a non-abbott stent was deployed in the proximal lad. The 2.75 x 12 mm nc trek balloon catheter was prepared per the instructions for use, and advanced to the lesion for post-dilatation. During the first inflation to 12 atmospheres (atm), the balloon ruptured. No further dilatation was performed. There was no resistance reported during the advancement and removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.